Event description:
It was reported that a user of the ilet experienced elevated blood glucose after a recent infusion set change on the abdomen while taking steroids, with a fingerstick reading of 190 mg/dl; troubleshooting and education were provided. Symptoms included hyperglycemia. Outcomes included no hospitalization and completion of user guidance. Investigation included user interview and troubleshooting focused on infusion site, supplies, and medication effects. Investigation of this case revealed no device malfunction was identified, and steroid therapy was considered a likely contributor to glycemic variability. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive for device-related failure with confounding medication effects. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.